Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the first firing of lobectomy, the surgeon fully fired the handle, however the sheet did not come off the cartridge. The surgeon cut off the sheet with scissors, then removed the cartridge from the tissue and confirmed the firing was normally completed. No patient injury. The surgeon said that the sheet on the proximal side did not come off the cartridge and it was difficult to remove the cartridge from the tissue. The surgeon also said he/she might have clamped the tissue at quite proximal side of the cartridge. The cartridge in question will be returned after cleaning and sterilization, due to infection.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the first firing of lobectomy, the surgeon fully fired the handle, however neoveil sheet did not come off the cartridge. The surgeon cut off the neoveil sheet with scissors, then removed the cartridge from the tissue and confirmed the firing was normally completed. No patient injury. The surgeon said neoveil sheet on the proximal side did not come off the cartridge and it was difficult to remove the cartridge from the tissue. The surgeon also said he/she might have clamped the tissue at quite proximal side of the cartridge. The cartridge in question will be returned after cleaning and sterilization, due to infection.